Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/02/2014 to present date 12/16/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the rear case and claw of the device was damaged. There was no patient involvement reported.

Event description:
It was reported that the rear case and claw of the device was damaged. There was no patient involvement reported.

Manufacturer narrative:
Additional in h10. The investigation has been completed and the results are pending. A follow up report will be submitted once additional information is received.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the rear case and claw of the device was damaged. There was no patient involvement reported.